Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a constant tone and water under the display. Caller reported that the insulin pump fell into the bathtub as the customer was getting out. Blood glucose level at the time of the incident was 93 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage to the electronics assembly, a corroded motor home switch, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners. The insulin pump was tested with no audio anomaly.